Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of event was reported as due to a fungal infection. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was recovered and pd therapy was discontinued. No additional information is available as the reporter declined to provide additional information.